Manufacturer narrative:
The investigation determined that lower than expected vitros valp proficiency sample results were obtained on a vitros 5600 integrated system. The investigation was unable to determine a definitive root cause. However, an instrument or reagent issue cannot be ruled out as contributing factors. The root cause of this event is unknown.

Event description:
The customer obtained lower than expected vitros valp proficiency sample results when using a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were tested during the interval that the lower than expected proficiency sample results were obtained. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)